Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 12mm in length, 2.8mm diameter, 80% stenosed, concentric and de novo target lesion was located in the moderately tortuous and non calcified distal left anterior descending artery. Predilation was performed, leaving a 70% residual stenosis. A 2.75x12mm promus element¿ plus drug-eluting stent (des) was advanced with some resistance and then implanted; however, the stent caused a dissection. It is indicated that post-dilation of the stent was performed. Another promus element des was deployed to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.